Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a coronary diagnosis procedure when the issue occurred. The procedure was completed after the system was functional. A philips remote service engineer (rse) inspected the system remotely and confirmed that exposure was not possible and a retry application message was coming up. A philips field service engineer (fse) visited on-site and as part of troubleshooting re-started the system. However, the system displayed an image disk low space user message. The image disk was recreated, and functional checks were performed to resolve the issue. After this repair, the system was returned to use in good working condition.

Event description:
It was reported to philips that the exposure was not happening. No harm was reported to philips. Philips has started an investigation of this complaint.